Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-41, lot # v184428, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The consumer reported they received an elective replacement indicator (eri) or low ins battery icon on their ins. There was no indication the patient was dissatisfied with their longevity. Since two days ago, the patient has had to get up every hour to an hour and a half. A return of symptoms was reported. The patient's indication for use is urinary dysfunction/sacral nerve stim. No outcome was provided regarding this event, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received from the healthcare provider (hcp) reported a new battery and lead was placed on (B)(6) 2015. It was a successful revision.